Manufacturer narrative:
Patient weight was unavailable from the facility. However, the patient's bmi was (B)(6). The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a lead management procedure commenced for extraction of a right ventricular (rv) implantable cardioverter defibrillator (ICD) lead due to occlusion and to upgrade the device. A spectranetics lead locking device (lld) ez, a spectranetics 16fr glidelight laser sheath 500-303, and a spectranetics 13fr sub-c rotating dilator sheath were utilized. The 16fr glidelight progression stalled in the distal subclavian due to central occlusion. Physician switched to using 13fr sub-c and got past occlusion in the medial innominate region, but a wire couldn¿t be passed through the sub-c. They put the glidelight laser sheath back in with the outer sheath on in order to pass a wire through the sheath after pulling the glidelight laser sheath. While attempting to pass a wire, the patient's blood pressure dropped. There was an injury identified in the posterior aspect of the right atrium. Extraction was stopped. Pt will have to have a sternotomy in order to get the new ICD in. Rescue efforts were successful, patient survived procedure and is in stable condition.